Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 30 cm length thoracic aortic dissection. It was reported that the patient had a proximal type 1 endoleak that was filling the false lumen of the dissection at the left subclavian. The stent graft appeared to be approximated and well placed at the left subclavian. Per the physician, the cause of proximal type 1 endoleak was thought to be due to disease progression since the graft placement was right on the left subclavian. There was also a separation between the 2 stent grafts where there was a leak into the false lumen as well. The stent grafts were not even close so the type iii endoleak might have been from the original implanters not trying to overlap and cover the total area; the cause of type iii endoleak could not be confirmed because the original implant was done in a different hospital. Additionally, there was a large fenestration distal to the grafts and the celiac that was also perfusing the false lumen. The patient did not have a proximal landing zone in the descending thoracic aorta because the left carotid, left subclavian and brachiocephalic came off very close to one another. The patient was not an open candidate due to poor lungs. The plan was to land stent grafts transapically covering from the proximal ascending aorta down into the distal previously placed graft. A carotid to carotid to subclavian bypass was done prior to the procedure. The plan was to fenestrate the brachiocephalic artery post stent graft placement to perfuse the brachiocephalic. Two vamf3838c200tu stent grafts were placed transapically without incident covering from the distal previously placed graft into the ascending aorta. While fenestrating the brachiocephalic there was a loss of blood with a plueral effusion was noted. The patient was opened and determined to have a perforation in the origin of the brachiocephalic. The patient expired on the table. Physician stated that the perforation was from either the laser or catheter manipulation. Per the physician, the official cause of death was pulmonary failure.